Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: date of non-union and infection is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reporter patient was initially implanted with the proximal femoral nail antirotation (pfna) nail, blade, and screw for a left proximal femur fracture following bilateral femoral fractures on (B)(6) 2016. Patient was returned to surgery on (B)(6) 2018 for removal of the hardware due to non-union and infection. All hardware was removed intact. This report is for one (1) pfna nail this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 472.335s synthese lot number: 8995657 manufacturing site: bettlach release to warehouse date: (B)(6) 2014 expiry date:(B)(6) 2024 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.